Manufacturer narrative:
(B)(4). Batch #: t5cn4x. Additional information was requested, and the following was obtained: can you please provide more event details? For the first ntlc75 device: did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Ok. For both ntlc75 devices: can you please explain more what is meant by the ntlc75 devices broke? The grey button broke. Did any part of the device break and/or break off? Yes, grey button. If yes, please explain. If yes, did any pieces fall into the patient? No. If yes, were all pieces retrieved from the patient? Na. If yes, will these pieces be returned with the device(s)? Na. Also, did the same issue occur with both ntlc75 devices? Yes. If not, please provide separate details for each ntlc75 device. Na. What is the current patient status? Well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with a sr75 reload loaded in the device. The reload had the proximal 52 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was test with the returned cartridge and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a colectomy, when firing the second reload of the ntlc75, the device blocked and broke. They took another ntlc75 and new reloads, but when firing the device broke. So, they had to complete the procedure with a tlc75. Anastomosis had to be stopped, re-done and therefore the surgery took one additional hour.